Event description:
A consumer reported that pt, with history of lupus, accidently ingested "1/2 the bath " of efferdent solution (formulation unspecified) (potassium monopersulfate, sodium perborate monohydrate) once in oct-2004. After ingesting the product, they were "not feeling well." In nov-20004 the consumer stated that pt was not feeling well, was not eating, and had been in bed. The consumer was not sure if this was the lupus acting up. Upon further follow up 5 days later, it was reported that the pt's condition continued to worsen and they were admitted to the hospital three days later. They were admitted into the intensive care unit (ICU) but the consumer was unsure of pt's exact diagnosis. No further information was obtainable. As of nov-2004, the outcome of the events is unknown.